Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was presented in the hospital experiencing shortness of breath, dizziness and palpitations. An echocardiogram was performed. The physician admitted the patient to the hospital for intravenous diuresis after reviewing medication noncompliance and ejection fraction of eight percent. Oral medication was adjusted. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the outcomes attrib to adv event (b2) and describe event or problem fields (b5) in section b, adverse event or product problem; impact codes and device codes fields (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was presented in the hospital experiencing shortness of breath, dizziness and palpitations. An echocardiogram was performed. The physician admitted the patient to the hospital for intravenous diuresis after reviewing medication noncompliance and ejection fraction of eight percent. Oral medication was adjusted. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information indicated that there was no allegation against this crt-d.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was presented in the hospital experiencing shortness of breath, dizziness and palpitations. An echocardiogram was performed. The physician admitted the patient to the hospital for intravenous diuresis after reviewing medication noncompliance and ejection fraction of eight percent. Oral medication was adjusted. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information indicated that there was no allegation against this crt-d.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem". This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the outcomes attrib to adv event (b2) and describe event or problem fields (b5) in section b, adverse event or product problem; impact codes and device codes fields (h6) in section h, device manufacturers only.